Event description:
It was reported that the customer had blood glucose levels of 47mg/dl. It was also reported that the customer received calibration and sensor errors. Troubleshooting occured. No additional information is provided.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed per specifications due to high readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.